Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 377745, lot# n0034910, implanted: (B)(6) 2005, product type: lead; product ID 377745, lot# n0032107, implanted: (B)(6) 2005, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 377745, lot# n0032107, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the ¿patient was interrogated one year ago.¿ it was stated that it had been determined that one lead was ¿bad.¿ it was noted that the lead had been reprogrammed around and the patient had been able to get therapeutic effect.

Event description:
Information received reported that the patient system had a replacement implantable neurostimulator (ins), normal 9 year life, but the ins had exceeded the 9 year life. The manufacturer representative was unaware of any overdischarge and would be meeting with the patient the day after the report and would inquire about the history. The patient wanted a new system and leads. The patient had lead issues, impedance issue at one time, and the leads were not located in the right spot. The patient was experiencing more back pain at the time of the report. The patient was getting leg pain relief at the time of the report. The patient was not using the ins as much.

Event description:
It was further reported by the patients physician that the event date was (B)(6) 2014. No component was confirmed, as it was stated that the implant was done at another facility. There was no cause determined, and thus, it was unknown if it was device related.